Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On 03/23/2018, endologix was made aware from a rep on a patient that had an afx implant on (B)(6) 2016 that came back for 1 year follow up with a noted indeterminate endoleak and was admitted emergently at the same time for flu symptoms and syncope. A cat scan was preformed and showed an endoleak; bilateral iliac arteries have increased in size (left 6.2 cm's and right 2.8cm). Physician will be going to assess the patient to see if she can safely tolerate a repair within the next few days.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: bilateral type 1b endoleaks. The complaint is most likely anatomy related. In addition, the off-label iliac anatomy, specifically the 72° left common iliac artery, as well as severe calcifications of both iliacs likely contributed to this event. Procedure-related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: relevant tests/laboratory data-other relevant history, brand name, concomitant medical products, device manufacture date. Add device code (B)(4). Add method codes (B)(4). Add conclusion code (B)(4). Clarification: device evaluated by MFR.